Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous middle left anterior descending artery. This 15mm x 3.0mm apex monorail balloon was used to dilate the lesion after the lesion was pre-dilated with another manufacturers 1.3 x 10mm balloon. The apex balloon ruptured at a nominal pressure. The procedure was completed with another apex balloon. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that the vascular access of the target lesion was via the femoral artery. The target lesion was moderately calcified and the user did not encounter resistance. The device was removed from the patient intact.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Lot # corrected from 38959 - 1530 to 13548144. (B)(4).